Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to boot up. The rse suspected a defect in mpdu fuse. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the fuse f18 responsible for crcb was defective. To resolve the issue, the fse replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.